Manufacturer narrative:
Results: performed an injector and cartridge lot number search for similar complaints within the search, and there were two similar complaints for the cartridge and three similar complaints for the injector.

Event description:
It was reported that the surgeon was using a competitor's lens with a staar injector and cartridge and reported that the haptic tore while loading lens into injector. No patient contact or injury was reported that likely cause of iol damage was due to a loading error and the cartridge.